Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised they could continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.